Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd spinal needle 27ga 3.50 in had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported that during the procedure, it is evident that the needle does not fit correctly with the syringe, causing medication leaks, loss of content, and the inability to use the device safely, as shown in the attached video. The 27 and 20 spinal needle references presented drawbacks.